Event description:
The caller reported that the tandem pump displayed a malfunction code. There was no adverse impact to the customer's blood glucose level as a result of this issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.